Manufacturer narrative:
The device has not been received to date. However, a field service engineer was on site and repaired the device. The fse checked the socket contacts and were ok, tried different endoscopes 190s 180s cf bf and gif. The error was not reproducible. Then fse turned it on/ off and switched it on again and error b30 occurred. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, a b30 (scope communication error) occurred on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. Different endoscopes (190s 180s cf bf and gif) were tried but could not reproduce the b30 error code. No further information was available to determine the cause. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.